Event description:
Customer reported a false positive results obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer stated that the patient had stated they received false positive results on (B)(6) 2022. They had also claimed to have been in close contact with someone whom had tested positive on (B)(6) 2022. The patient stated they had also completed two additional tests (a rapid antigen test and a pcr test) at a covid clinic also on (B)(6) 2022 and both test results were negative. The patient stated they had self quarantined. There was no impact to patient management reported.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 lot number received. Manufacture date and expiration date updated. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer data review for the reported discrepant results for sars-cov2 target of alinity m sars cov2 assay was performed. The validity of the runs containing the discrepant results were verified. The assay met specification and no error codes or flags were displayed for the run controls. Amplification curves showed normal amplification. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163 (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163 was performed to identify any records that were potentially related to the reported discrepant result complaint. This CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 526163. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant results for sars-cov-2 while using alinity m sars-cov-2 amplification (amp) kit (list 09n78-095) lot 526163. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lots 526163 was not identified.